Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked on (B)(6) 2017. According to the complainant, the outer box was not damaged but the device packaging was cut and ripped at the end. There was no patient involvement and the defect was noticed prior to a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.